Manufacturer narrative:
H3-h6 - on 09/25/06, a field service engineer (fse) inspected the laser, made adjustments and performed preventative maintenance. On 10/31/06, the fse investigated the laser and made some minor adjustments. Upon departure of each visit, the laser met specifications and performed as intended. An intralase clinical applications specialist (cas) visited the surgical facility 10/31/06 - 11/02/06. As part of the investigation, the cas assessed the physician's laser settings, surgical techniques, and sterility processes to determine possible root cause(s). The cas provided the physician with recommendations on improving sterility processes, surgical technique and optimizing laser settings. Recommendations were implemented and improvements were observed.

Event description:
The intralase fs laser was used to create a corneal flap for lasik surgery on 2006. One-day postoperatively, the pt presented with diffuse lamellar keratitis (dlk) in the left eye (os). The pt was treated with topical steroids and a flap lift and rinse was performed. The pt has responded to treatment as the current postoperative uncorrected visual acuity is 20/20 and the dlk has resolved. The association between the event and the device is unknown.